Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient experienced a loss of therapy. A dye study confirmed a catheter break. A revision was done and the hcp replaced both the pump and catheter at that time. The patient recovered without sequela.